Event description:
This case was initially received via regulatory authority (reference number: mw5076514) on 25-apr-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("major lower abdominal pain") in a female patient who had essure inserted for female sterilization. Concomitant products included cetirizine hydrochloride (zyrtec), fluticasone propionate (flonase) and levothyroxine sodium (levothyroxin). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion hospitalization). At the time of the report, the abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (reference number: mw5076514) on 25-apr-2018. The most recent information was received on 19-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("major lower abdominal pain") in a female patient who had essure inserted for female sterilization. Concomitant products included cetirizine hydrochloride (zyrtec), fluticasone propionate (flonase) and levothyroxine sodium (levothyroxin). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion hospitalization). At the time of the report, the abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.